Event description:
It was reported that a central reamer was found bent at the end and becoming dull. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: mechanical (g04), drill. G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.